Event description:
It was reported that the bd luer-lok¿ tip syringe with bd precisionglide¿ needle experienced foreign matter within the device. The following information was provided by the initial reporter: dirt in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-dec-2022. H6: investigation summary: our quality engineer inspected the 1 used sample submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection and testing of the sample. Analysis of the sample showed that there was black foreign matter on the stopper with unknown liquid in the syringe barrel. The foreign matter was sent in for fourier transform infrared spectroscopy (ftir) testing to determine its composition. Unfortunately, the results were inconclusive since there was no analog in the testing database. Based off of the visual examination the material is an unknown inorganic material. Bd determined that the loose black foreign matter likely could have been transferred to the product during material handling or transportation. A communication will be conducted to all associate to raise their awareness on the non-conformation reported. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Event description:
It was reported that the bd luer-lok¿ tip syringe with bd precisionglide¿ needle experienced foreign matter within the device. The following information was provided by the initial reporter: dirt in the syringe.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.